Manufacturer narrative:
The investigation of the reported event has been finalized. The device logs were downloaded. Evaluation of the device logs showed that the ventilator was started without any problems. Therefore, the reported problem cannot be confirmed. In addition, there were no technical errors in the device logs. The field service engineer (fse) found no problem with the ventilator and no parts were replaced.

Event description:
(B)(4).

Event description:
(B)(4). It was reported that the ventilator would not start. Turning on the ventilator is done without patient involvement. Manufacturer reference # : (B)(4).